Manufacturer narrative:
Investigation summary: multiple samples were received from the customer and two (2) photos were provided for investigation. Nine (9) returned samples were separated by the customer and labeled ¿needles w/ obvious black spots¿. An unknown amount of additional samples were received but it is estimated to be between four to five thousand (4000 ¿ 5000). The nine reported non-conforming samples were visually examined using 10x magnification and two (2) of the returned samples were found to have black spots on the blister packs which were visually identified as ink spots. No foreign matter was found on the other seven samples when examined. Fifty (50) samples were selected at random and visually examined using 10x magnification with no foreign matter being found on any of the samples. Two (2) photos were also provided by the customer for investigation. One (1) photo shows part of an individual blister pack which has black spots visible in the blister pack. The second (2nd) photo shows a second individual blister pack which also has black spots in the blister pack. The second photo also shows the lot number for the batch. A malfunction of the printer resulted in ink getting in the blister packs. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter (fm) for lot #9058669 item #305180. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: the returned samples were visually examined and two (2) samples were found to have black foreign matter (fm) inside the blister pack. The foreign matter was examined and was visually determined to be ink from the process of printing the lot number and expiration date on the blister packs. A malfunction of the printer resulted in ink getting in the blister packs. Rationale: bd acknowledges that two (2) of the returned samples contained black foreign matter (fm) in the blister packs in the form of ink. As these two (2) occurrences would not exceed the acceptable quality level (aql) of ¿foreign matter (unit package): particles > 1/32in = 0.65% aql¿ for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It has been reported that the needle 18x1-1/2 blunt fill has been found containing foreign matter use. The following has been provided by the initial reporter: it was reported that black in like substance was found on and in the needle. Description of event: black ink like substance found on and in the bd blunt fill needles.